Event description:
Report 1 of 2 received of a no flow of tpn. The homecare pt received tpn over 16 hours via a dual lumen broviac catheter. The tpn was prepared at the pharmacy and the tubing was primed by the pharmacist. Reportedly, the tpn was started in the evening of 7/2004 by the pt's family member. On the morning of 7/2004, the pt returned to the clinic for their daily lab daws. At that time, it was noted that the broviac catheter had clotted, the pt's electrolytes were not within the normal limits and the tpn bag was full. The line was declotted at the clinic and the pt was discharged home. The pt was able to take small amounts of oral fluids. The tpn was resumed at the next scheduled start time. The following morning, two days after, the pt returned to the clinic after a successful delivery of tpn. The pt's electrolytes were reported to be within normal limits. There was no reported adverse pt sequelae. Though requested, no additional info was provided.